Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low battery alert and a failed battery test alarm on the insulin pump. They had been having battery issues for the last couple of weeks. The customer¿s blood glucose level was 121 mg/dl. Troubleshooting was performed. There was no clear indication that the alarm was cleared. The customer stated they will call back when their doctor appointment is over. The device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.